Event description:
A customer contacted beckman coulter inc. (Bci) and reported that a small amount of fluid leaked from the potassium (k) electrode port after customer loosened the electrode during troubleshooting. No injury was reported in connection with this event.

Manufacturer narrative:
Customer discovered the quad ring had gotten "twisted" and there was no issue after re-seating. No service request was generated.